Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited consistent oversensing of t-waves. The ra lead sensitivity was decreased but oversensing persisted. The ra lead was reprogrammed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.